Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy procedure using the maxcore instrument. During the procedure, the outer wall of the cannula sheath scraped against the patient's skin. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have residue at the distal tip of the stylet, and the device was received without a needle protector and without a yellow guard attached to the needle. The device was returned in initial position. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation for difficult to remove will remain inconclusive as the condition of use could not be replicated. A definitive root cause for the reported difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore instrument. During the procedure, the outer wall of the cannula sheath scraped against the patient's skin. There was no reported patient injury.